Event description:
Falsely depressed creatinine results were obtained on patient samples. The results were reported to the physician. The following day, a new draw on a patient obtained a higher creatinine result. The sample from the previous day was rerun and a higher result was obtained. All samples from the previous day were rerun and higher creatinine results were obtained. There was no report of adverse health consequences as a result of the falsely depressed creatinine results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely depressed enzymatic creatinine (ezcr) results when ezcr is processed from open wells of enzymatic creatinine (ezcr) flex® reagent cartridge that is in close proximity to open wells of phosphorous (phos) flex® reagent cartridge. The falsely depressed ezcr results are caused by a phos reagent vapor interaction with the ezcr reagent. An urgent medical device correction for the phos flex® reagent cartridge (df61), communication #13-03, was issued in february, 2013 to impacted customers. The communication provided remedial actions to customers to either avoid the reagent interactions or to discontinue the use of either phos or ezcr on their dimension® clinical chemistry system. Siemens has confirmed that the customer received the communication. There is a note in ezcr® reagent cartridge carton, instructing users not run ezcr and phos on the same dimension® system. The note also contains a reference to the february, 2013 communication. Siemens has determined that the customer was running phos on the system at the time of the incident. A revised phosphorous method (df61a) which does not impact ezcr was introduced in december, 2014. The customer was sent the revised phosphorous method (df61a). The instrument is performing within specifications.